Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2017 due to high blood glucose level of 400 mg/dl and double pneumonia. Emergency medical service was dispatched as a result of high blood glucose. The customer experienced symptoms like sick. Customer was wearing the insulin pump at time of hospitalization. The customer treated high blood glucose with insulin drip in the hospital. The customer declined troubleshoot for high blood glucose. The insulin pump will not be returned for analysis.